Manufacturer narrative:
Correction - h6 device code "1081 - failure to capture" should be used instead of "3268 - no pacing."

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix was retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The reported events of high lead impedance, no sensing and no pacing were not confirmed. Analysis was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the right atrial lead could not be fixed. There was no problem with the helix, but when the guide wire was removed, the lead was not in a fixed position. Additionally, there was high impedance, no sensing, and no pacing noted on the lead. The lead was not implanted, and the patient was in stable condition.